Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, the device was used for 20 minutes. Suddenly a red light rose and it stopped working. The dealer's representative replaced the battery and the generator and the problem remained. Soon the surgical instrument touched the clamp outside the surgical field and the active electrode came out in the hand of the user. There was no patient injury.